Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the device had downstream occlusion. Physical condition was dso seal was cracked. Device problem was found on functional testing. Cause of the device issue is faulty dso seal. Device was replaced, the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had downstream occlusion. There was no reported patient involvement.